Event description:
Loss of osseointegration. (B)(6) 2025 13:25:46 cet (3503825) the material number has been updated, which is reflected in this follow up report.

Event description:
Loss of osseointegration.